Event description:
It was reported to medtronic minimed that the customer experienced inpen was not giving the accurate doses. The screw does not move when the injection/dose button is pushed. No insulin is dispensed when the injection/dose button is pushed. The customer reported hyperglycemia which did not require treatment. The customer reported blood glucose value of 430 mg/dl. The event involved product(s) mmt-105nnblna. Troubleshooting was performed for screw movement issue. Customer reported inpen screw movement issue. Identified inpen screw pulled back into the inpen while dialing and customer did not touch/twist injection/dose button or customer changed cartridge but was not successful in priming inpen. Inpen replacement required. Troubleshooting was not performed for high blood glucose (bgs). Customer reported high bgs. No further patient complications were reported. It was expected that the customer would discontinue the use of the inpen. Mmt-105nnblna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
System is not accepting the code 424 (cap) as component code and investigation findings code. Hence, mentioning it here. Type of investigation findings investigation conclusions 10 424 2306 the leadscrew was received fully rewound of travel. Several attempts were made to pair inpen, every time app displayed ¿inpen not found¿. The inpen does not pair with commercial mobile app. Inpen did not transmit to manufacturing app. Performed battery investigation and battery measured 0.906v. Unable to perform baseline/wireless functionality test or displacement dose accuracy. Unable to confirm front cap anomaly due to inpen was received with missing front cap shell. Performed encoder bond investigation and found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Also, plastic shavings contamination builds up found caused by encoder wheel tabs rubbing at the walls of the dose nut. Abrasions down the length of the dose nut. Unable to performed leadscrew reset torque test. In conclusion: inpen did not transmit doses to app due to depleted battery (0.906v). Therefore, the customer concern was confirmed. It was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.